Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached 507 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient woke up with stomach ache, nausea, and vomiting (mixed with blood). An ambulance was called and emergency medical technicians administered intravenous therapy. Subsequently, patient was hospitalized for 3 days with a diagnosis of high blood glucose levels. Treatment included removal of pod, additional intravenous therapy, fluids, morphine, medication for high blood pressure, and a pill to "keep the acid down." Patient was stabilized on second day of hospitalization and released on day 3.